Event description:
On (B)(6) 2012, the reporter claimed the patient was getting multiple occlusion alarms on the animas insulin pump system. Reportedly, the patient usually wakes up for the alarm; however, on this one occasion, the patient possibly did not wake up for this alarm causing an elevated blood glucose reading of 400 mg/dl in the morning. The reporter claimed the patient had symptom of thirst with the elevated blood glucose. During troubleshooting, the occlusion issue was resolved with training. The customer care advocate reviewed the insulin pump history to confirm all the alarms and the associated occlusion issues. This complaint is being reported due to possible use error (occlusion alarm was not confirmed when the patient was asleep) and because the patient had elevated blood glucose of 400 mg/dl and symptom suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.